Event description:
It was reported the patient presented remotely via (B)(6).net. Review of the transmission revealed the implantable cardioverter defibrillator delivered non-sustain right ventricular oversensing alerts for post-paced t-wave oversensing that was triggering pacing inhibition. No changes or interventions were performed. There were no patient consequences.